Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with pd catheter removal and transition to hd therapy. However, there is no documentation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was hospital acquired. The culture results of achromobacter xylosoxidans supports that as this organism generally causes nosocomial infections associated with a breach in infection control practices. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2022 a patient had a pd effluent culture sample obtained. The patient¿s white blood cell count began trending upwards (date and values not provided) resulting in the necessity for the culture draw. The culture came back positive for achromobacter xylosoxidans. The patient was diagnosed with peritonitis. It was suspected that this organism was hospital acquired from a hospitalization the patient experienced (B)(6) 2022 as a result of this peritonitis event, the patient was admitted to the hospital on (B)(6) 2022 to have the pd catheter removed and transition to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and is completing in-center hd. The patient is receiving intravenous (IV) fortaz (dose and duration unknown) during the hd treatments. It is anticipated that the patient will return to the surgeon in 2.5 months to return to pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2022 a patient had a pd effluent culture sample obtained. The patient¿s white blood cell count began trending upwards (date and values not provided) resulting in the necessity for the culture draw. The culture came back positive for achromobacter xylosoxidans. The patient was diagnosed with peritonitis. It was suspected that this organism was hospital acquired from a hospitalization the patient experienced (B)(6). As a result of this peritonitis event, the patient was admitted to the hospital on (B)(6) 2022 to have the pd catheter removed and transition to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and is completing in-center hd. The patient is receiving intravenous (IV) fortaz (dose and duration unknown) during the hd treatments. It is anticipated that the patient will return to the surgeon in 2.5 months to return to pd therapy.